Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarms were noted. The insulin pump was received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(4) 2017 due to diabetes acidosis with a blood glucose of 468 mg/dl. The customer was vomiting. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with fluids and insulin drip.the customer also mentioned that the insulin pump would not deliver insulin and was not getting a no delivery alarm. The customer declined trouble shooting for absence of insulin flow blocked alarm. Customer's blood glucose at the time of call was 116 mg/dl. Customer was advised to revert to back-up plan and treat per health care provider's instruction. The insulin pump will be returned for analysis.